Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal procedure for scoliosis. It was reported ¿that the surgeon requested a 60 rod; a 55 rod was implanted in error. Believing the rod was a 60,1/4 inch crosslinks and iliac connectors were used in this construct. The surgeon brought the patient back to confirm the rod size and also to adjust the alignment of the construct. During the realignment and rod verification surgery the 1/4 inch crosslinks and illiac connectors were replaced with 55 implants.¿ no additional patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.